Event description:
It has been reported that the bd rodac¿ snap lid trypticase¿ soy agar (tsa) with lecithin & polysorbate has been found experiencing 135 occurrences of containing contamination. The following has been provided by the initial reporter: it was reported by the customer that contamination on product 215276 with lot#: 1292420 with expiration date of 03/11/2022.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd rodac¿ snap lid trypticase¿ soy agar (tsa) with lecithin & polysorbate has been found experiencing 135 occurrences of containing contamination. The following has been provided by the initial reporter: it was reported by the customer that contamination on product 215276 with lot#: 1292420 with expiration date of 03/11/2022.

Manufacturer narrative:
Change in reportability. This material # is an luo (laboratory use only) and does not meet the criteria of a medical device as stated in 21 cfr 803. This complaint is not MDR reportable. This MFR. Report # is void.